Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported the touch screen display was blank, while in patient use on this ventilator device. However, the device continued to ventilate. The customer stated no patient harm or injury was reported with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative was able to verify the customer's reported issue. Bench testing revealed a faulty front panel. The service technician replaced the front panel assembly and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.